Event description:
Patient was revised to address metallosis and wear of the head attributed to vertical positioning of the cup. Rather than revise the cup, which was well-fixed, a poly liner was implanted instead. Doi 2003 - dor (B)(6) 2009.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.